Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was reported due to insulation anomaly. The lead was observed and tested and no anomalies were detected in the operating room at the time of a change out due to normal eri.